Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 160, 68 and 123 mg/dl. The customer¿s expected am fasting blood glucose test result is 115 mg/dl and expected pm fasting blood glucose test result range is 110-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated he did not have any more test strips; customer stated he had discarded the vial and was unable to provide lot information. The product is stored according to specification in the dining room. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl date: 1/24 time: 7:34 am fasting. Result 2: 68 mg/dl date: 1/24 time: 7:02 am fasting. Result 3: 123 mg/dl date: 1/23 time: 6:00 pm fasting. Result 4: 92 mg/dl date:1/23 time: 5:58 pm fasting. Result 5: 102 mg/dl date: 1/23 time: 12:00 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-feb-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.